Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this right ventricular lead, following placement with acceptable measurements, a perforation was exhibited. The patient required a pericardial chest drain however was reported well following the procedure and transferred to the critical care unit pending a post implant check. No additional adverse effects resulted and no anomalies were reported post implant system review.